Event description:
It was reported that the customer was on his way to the hospital for treatment because he did not have a back up plan. The customer stated that prior to the event, the insulin pump would not turn on. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.